Manufacturer narrative:
The unknown tsv abutment and impl tapered scr-v sbm 4. 7mm 4.5mm 8mm (tsvwb8) were not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported product was located on tooth # 19 (universal) and used for an unknown period of time. The reported event could not be recreated due to the nature of the dental device and event (loosening). The customer has not provided additional pictures or x-ray images of the product. Appropriate documentation was reviewed. DHR review was completed for the subject lot number 61433644. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (61433644) for similar event and no other complaints were identified. A complaint history review could not be performed without relevant item and lot information. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable. The following sections have been updated: g6: checked "follow-up." H3: changed "yes" to "no."

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Clinician reported multiple abutment loosening, item and lot #s not available. The unk tsv abutment was re tightened during the loosening events. The implant and abutment remained implanted during these loosening events. Tooth location # 19.